Manufacturer narrative:
(B)(4).

Event description:
Customer called to report elevated calcium (ca) results on the synchron (B)(4) clinical analyzer. The original patient sample run on the instrument produced a calcium result of 10.4 milligrams per deciliter (mg/dl). Upon repeat of the same patient sample, the instrument produced a calcium result of 8.9 mg/dl. Customer also found a fluid drop at the tip of the cx3 sample probe. The customer technical specialist advised customer to ensure that the fitting on the sample probe tubing was secure/tight. The following day, the field service engineer inspected the instrument and found that the quality control results were low. The fse found that the instrument required a new sample probe and t-valve. The fse returned on (B)(4) 2011 to replace the syringe, t-valve, and sample probe. Customer stated that no erroneous results were reported outside the laboratory; therefore, no patients were harmed. Customer reported no harm to instrument operators.